Manufacturer narrative:
Follow-up #1 date of submission 09/03/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/14/2015 with the following findings: during testing, the display screen was blank. The original complaint could not be fully investigated due to this. There was no moisture observed in the display lens or battery compartment. The pump cover was opened and the display screen was found to be cracked. A test display screen was installed and was fully visible. Unrelated to the complaint, the battery compartment was observed and the pump failed a leak test due to this. The pump cover was opened and moisture was observed throughout the device.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. It was reported that the display screen could not be read safely and that there was moisture present in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.